Manufacturer narrative:
Intuvie received a report alleging that the patient¿s infusion was complete; however, the pump did not stop and did not alarm when air in line reached the pump. A nurse walking by heard the pump making a clicking sound and stopped the pump. A continuous air column was reported to be approximately 2 feet from the patient¿s IV connection. The pump was immediately removed from service. A review of the device¿s serial number history did not identify any prior similar complaints. The device is in transit to intuvie for evaluation (RMA# 17211). The alleged device failure could not be confirmed at this time, and the probable cause remains undetermined. A supplemental report will be submitted once the investigation is complete. CAPA: zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report alleging that the patient¿s infusion was complete; however, the pump did not stop and did not alarm when air in line reached the pump. A nurse walking by heard the pump making a clicking sound and stopped the pump. The air column was reported to be approximately 2 feet from the patient. The pump was immediately removed from service. No patient harm was reported.